Event description:
A customer reported a past event where their blood glucose level was high. The specific value was not available, as it was displayed as "high." Cause was not known. The customer administered a correction bolus and replaced the infusion set. Even though the customer experienced frequent high blood glucose levels, they declined further assistance. Technical support recommended that the customer consult with a healthcare professional to discuss potential factors affecting their blood glucose levels. The customer understood and acknowledged this advice.